Event description:
Customer noted a difference in serologic equivalent information in the 3.11.0 january 2013 allele update unimatch database information for allset gold ssp hla dq low res kit (catalog #54390d), lot #004 1139386. In lane 1, 54390d, 004 1139386, there are two serological equivalents dq7/dq8. In that string, the single dq8 is dqb1*03:02:05. The july 2012 correctly represents that allele string as a dq7 and 8, but the january 2013 only indicates it's a dq7. Customer complaint # (B)(4).

Manufacturer narrative:
Allset gold ssp hla dq low res kit (catalog #54390d), lot # 004 1139386, january 2013, allele update kit database included incorrect serologic equivalent information. It was determined that the allele update documents for multiple kits were impacted. Approximately 1300 serological equivalents were found to be missing from the hos database. Corrected january 2013, allele update documents were created after hos serologic equivalent data was restored. Customer notification issued on april 18, 2013. No root cause was determined. Scar to it see (B)(4) it implementing database tracking as mitigation. Effectivity check see (B)(4). No impact to patient management was reported. This is the initial and final MDR.